Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with astigmatism and ectasia in the right eye (od) at the 1-year post op exam. The date of discovery of ectasia was on (B)(6) 2018 and the initial lasik treatment was on (B)(6) 2017. At the post op exam, the patient presented with astigmatism and reduced visual acuity (bcva) in the od. The surgery center reported the patient experienced loss of best corrected visual acuity. The patient¿s chief complaint was of blurry vision in the od. The treating surgeon discussed ectasia and advised the patient to see a corneal specialist for consideration of corneal cross-linking. Bcva from (B)(6) 2016: right eye pre-op 20/20 -6.50 x -1.00 x 27, left eye pre-op 20/20 -7.50 x -.50 x 167. Bcva from (B)(6) 2018: right eye post-op 20/40 .25 x -2.75 x 108, left eye post-op 20/20 -.25 x -.50 x 5.